Event description:
It was reported that the audible alarms were not sounding. No patient involvement or injury was reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found a cracked tank cover, corroded drain fitting, faded line cord, scratched front cover, and bad speaker on printed circuit board (pcb). Functional testing found when alarms were triggered there was no sound from the speaker. The root cause of the reported issue was found to be a malfunctioning pcb. Replaced the pcb, drain fitting, tank cover, line cord, and front cover. Device passed all functional testing.